Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ruptured bladder was observed in a small volume infusor during filling at the hospital. The device was being filled with an unspecified solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from march 04, 2019 - march 05, 2019. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye found the bladder has been ruptured. The ruptured bladder was microscopically examined and there were no signs of abnormality that may have potentially caused the rupture problem. The reported condition was verified. The most probable cause of the condition is a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.